Manufacturer narrative:
This report is submitted on july 11, 2016, by cochlear limited on behalf of cochlear (B)(4). (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced infections at the abutment site. The issue could not be resolved and subsequently, the patient underwent a procedure on (B)(6) 2016, to have an internal magnet placed. The implanted device remains.